Event description:
The customer alleged that the device audio alarm was intermittent. The nellcor puritan-bennett customer support engineer inspected the device and could not duplicate the reported event, but as a precaution replaced the audio alarm assembly. The unit passed extended self testing. It is not verified that the alarm was intermittent, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this event.